Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Was not injured [no adverse event] toothbrush burst into a fire on its own during charging...battery...burn - oral-b [device catching fire] toothbrush battery...explode - oral-b [device battery explosion] case narrative: male consumer via phone stated that the oral-b d12 vitality toothbrush burst into a fire on its own during charging. The battery exploded and burned. He was not injured. No injury was reported.